Event description:
An admiral xtreme standard pta balloon was used to treat an occlusion of the right below the knee vessels and r-sfa. Approximately 10 months post the procedure, the patient presented with worsening 'right limb pad'. This event was assessed as not related to the device or the procedure. The patient was treated during a revascularisation of the right sfa with an unknown stent and a balloon. The event was resolved. Approximately 20 months post the procedure, the right sfa was treated with pta due to critical leg ischemia. This event was assessed as not related to the device or the procedure. The event was resolved. Approximately 29 months later the patient was reported to have expired due to terminal renal failure.

Manufacturer narrative:
Evaluation codes, results: patient¿s condition ¿ predisposed event (intervention due to worsening of patient condition) evaluation codes, conclusions: other (intervention due to worsening of patient condition) (B)(4).